Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device check. Upon interrogation of the implantable cardioverter defibrillator, the device had multiple recorded episodes of non-sustained ventricular oversensing caused by post paced t-wave oversensing. The device was reprogrammed as recommended. There were no adverse consequences to the patient.